Manufacturer narrative:
Assessment: in order to confirm the condition reported, the following information were requested: clinical history and operative information before and after the complication, (surgeon's clinical report indicating the evolution of the patient after surgery, as well as the evolution of the complication). Photographs of the patient (frontal and lateral), showing the appearance of the breast before the surgery and after, once the complication happened, before the explantation procedure. Radiological images: can be computed tomography, ultrasound, high-resolution ultrasound, or magnetic resonance imaging, and also include the technical report confirming the diagnosis. Laboratory tests before the primary surgery and after the diagnosis. Specialist diagnosis if available once the information in provided, the clinical department will perform an assessment and define further actions.

Event description:
France. It was reported that a patient underwent a revision surgery to remove the implants due to ptosis.

Manufacturer narrative:
General conclusion: -event analysis: after an analysis of the clinical evidence provided and the report, it was not possible to confirm the alleged event due to a lack of clinical evidence. The alleged event is a risk associated with breast surgery and there is no evidence to suggest a link between this particular implant and/or its manufacturing process and a higher risk of occurrence. The cause of this event is multifactorial, and we cannot conclude that the reported event was caused by the manufacturing process and/or the product itself. DHR review: a complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. Dfu review: -the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: ptosis the ¿waterfall effect¿ is a descriptive term to indicate sliding ptosis of parenchymal breast tissue over a fixed or encapsulated implant. It occurs more frequently than surgeons anticipate and especially over the long term after augmentation. Certain breast implants are more prone to contribute to this problem as are implants placed in submuscular pockets that ride high, especially in women with anatomical musculoskeletal variance or asymmetry per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health -trend review: establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.